Manufacturer narrative:
The insulin pump was received with motor error alarm during the prime test due to protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. Troubleshooting was performed, and found that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.